Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during completion of pm and performance test observed that the cs100 intra-aortic balloon pump (iabp) experienced a low vacuum condition.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) during completion of pm and performance test observed ¿low vacuum ¿alarm triggering during testing. Isolated failure to k8 leak on drive manifold. Replaced drive manifold (d104-00-0018) and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported during preventive maintenance and performance test observed that the cs300 intra-aortic balloon pump (iabp) experienced a low vacuum condition. No patient was involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 medical device problem code. A getinge field service engineer (fse) during completion of pm and performance test observed ¿low vacuum ¿alarm triggering during testing. Isolated failure to k8 leak on drive manifold. Replaced drive manifold and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer. The failure analysis and testing dept. Received part manifold, drive with a reported unit failure of low vacuum alarm message. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual the fat dept. Was able to confirm the complaint of low vacuum alarm message.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to mfg date), g1(contact person mfg site), g3, g6, h2, h6 (investigation conclusions), h11. Corrected fields: h6 (medical device problem code and investigation findings), g2. A getinge field service engineer (fse) during completion of pm and performance test observed ¿low vacuum ¿alarm triggering during testing. Isolated failure to k8 leak on drive manifold. Replaced drive manifold (d104-00-0018) and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0104-00-0018 manifold, drive serial number (B)(6) with a reported unit failure of low vacuum alarm message. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part number 0104-00-0018 manifold, drive serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W.the fat dept. Was able to confirm the complaint of low vacuum alarm message. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev. Au.